Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 6/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: black box shows evidence of the alarm; moisture is observed in battery compartment and on battery cap contacts. Pump case removed and no further moisture is observed. The pump was exercised for 24 hours and the alarm was not duplicated. Unrelated to the complaint, battery compartment is cracked along the side starting from seal case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).